Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was reported that the patient side cart (psc) fiber port was damaged and fell inside the psc, which led to the system being stuck in a non-recoverable fault status that could not be cleared with a hard cycle. Initial troubleshooting determined the system was immobilized in the room, as the boom could not be lowered. Multiple faults were identified, beginning with an unexpected interrupt status register event reported by universal surgical manipulator (usm) compute engine1 (umc1) in the psc. Subsequent errors included watchdog timeouts for motor axis messaging, high temperature readings from the power controller, inconsistent motor axis message sequence counts, and multiple messages in the same position loop occurring across various components in the system. Additional faults were found in the communication link between subsystems, a loss of servo synchronization, and further watchdog command errors related to the robotic arms. All troubleshooting steps were completed remotely, but the faults persisted and were associated with physical system damage. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The patient side cart (psc) blue fiber port was in fact, inside the base of the psc. They were able to take the original nut, place the passthrough back into its original position, and secure the nut to keep the port from falling out again. Fse confirmed the passthrough was working properly with her test drive. Fse also noticed there were many 816, 824, and 418 errors populating, indicating no backup battery was found. The fe followed dvkb article 14537 and was able to charge the battery backup and confirmed no more errors were happening. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 816, 824 and 418 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by troubleshooting.